Event description:
It was reported to st. Jude medical that the patient presented with an extended charge time and a low battery voltage. Device charging history and pacing values did not explain the device's battery voltage. The ICD was scheduled for explant.